Event description:
It was reported via repair work order that the bed head end lift was experiencing intermittent function due to malfunctioned lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed head end lift was experiencing intermittent function due to malfunctioned lift motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer informed hi-low motors were malfunctioning and they are to do own repairs.